Manufacturer narrative:
This report is filed (B)(4) 2013.

Event description:
Per the clinic, the device was explanted on (B)(6) 2012, due to meningitis post-operatively (specific date not reported). It was also reported that the patient experienced non-auditory stimulation with device use. The patient was reimplanted with a new device during the same surgery.